Event description:
"The arthroplasty was revised due to pain and recurrent squeaking. The acetabular component was revised. The components were implanted in situ for 1.9 y." Note: medical records and x-rays were not provided to stryker for review. Information regarding patient's height and weight is not available at this time.